Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a nasal sample. Confirmation testing on nasal swab with rt-pcr generated negative results; CT values not provided. The customer stated the patient was not symptomatic. No additional patient information, including treatment and outcome, was provided.